Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the territory manager attended the implanting case and witnessed nothing out of the ordinary routine. The patient had a lateral exposure which was trimmed and closed in the office about 3 weeks following surgery. The physician felt the sling must have been loose to present the exposure she witnessed and the leakage when coughing or sneezing.

Event description:
Additional information states the altis sling was explanted on an unknown date.

Manufacturer narrative:
One altis sling, was returned for evaluation. The static anchor, static suture, the dynamic anchor and a portion of the tensioning suture were not returned. A significant portion of the mesh on the static anchor side was separated and not returned. The edges of the mesh separation appeared cut, indicating contact with sharp instrumentation. A portion of the mesh was torn and frayed, indicating sufficient stress(s) was exerted to separate the mesh at this site. The information received indicated the patient experienced "exposure" and "leakage when coughing or sneezing." Because quality's examination of the returned components may not conclusively confirm or disprove the reported event, quality accepts the physician's observations of such as the reason for surgical intervention. Quality further concluded that the detachment of the anchors, sutures and the tear in the mesh most likely occurred during explant of the device. If additional information is received, quality will re-evaluate this event in accordance with procedures. Quality was not able to perform manufacturing record review, nonconforming report review, CAPA review or complaint database review as the lot number was not provided and quality was unable to confirm the lot number of the device. This complaint was forwarded to the contract manufacturer (cm) for review. The cm was not able to confirm the complaint or investigate further due to the lot number not being provided. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.